Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were under responsive. The reporter stated that there was moisture present. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up # 1 date of submission 07-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings:during visual inspection of the pump, it was observed that the keypad was intact but was inoperable. The pump was opened and moisture was found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.